Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "leads - migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific corporation that the patient's original tined lead had migrated. The complete system including the original battery and lead was removed and replaced with a stage one trial device on (B)(6) 2025. The lead was implanted to treat fecal incontinence. The patient is currently undergoing their stage one trial and will be re-implanted with a recharge free battery on (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that the patient's original tined lead had migrated. The complete system including the original battery and lead was removed and replaced with a stage one trial device on (B)(6) 2025. The lead was implanted to treat fecal incontinence. The patient is currently undergoing their stage one trial and will be re-implanted with a recharge free battery on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).